Event description:
It was reported during a routine generator change that the right ventricular lead had high capture threshold and high impedance. This was resolved by capping the right ventricular lead and replacing it on (B)(6) 2021. There were no patient consequences.